Event description:
Bunching and flaring of the outer bending rubber just below the distal tip instead of lying flush and smooth, indicating partial delamination or loosening of the outer rubber. This was noticed before the case during setup.

Manufacturer narrative:
Manufacturing records for subject device were reviewed. Device passed all in-process and final inspection checks. No manufacturing deviations were identified. Subject device was received and successfully decontaminated. Visual inspection identified bunching in bending rubber. Device evaluation is in progress. A follow-up report will be submitted once the evaluation is complete.